Manufacturer narrative:
(B)(6). A ge healthcare service representative provided the customer biomedical engineer with technical assistance on this issue. The customer is responsible for repair of the device and has not provided detail on the repair status.

Event description:
The hospital reported that, during a case, the unit shut down. The clinician reportedly switched to manual mode of ventilation and completed the case. There was no reported patient injury.